Manufacturer narrative:
Concomitant medical products: product ID 3999-30, lot# 0205681991, product type: lead. Product ID 3999-30, lot# 0205681991, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had pain at the electrode implant site. A scan was done that revealed no collection and no anomalies. The scan was on (B)(6) 2014 and ablation of the f2 system was taken into consideration but no decision was made. No action was required as a result of the event. The patient status at the time of report was unknown and they had pain at the lead location. Later it was reported that the electrode 2x4 was changed by 5-6-5 on (B)(6) 2015. The event resolved. The event was linked to the device. It was noted that the cause of the pain most probably was unknown.